Event description:
It was reported that a pt was being transported on the delivery bed. Allegedly, one nurse was moving the bed while another nurse was holding the foot section on the bed which was not latched in place. It was reported that during the transport the bed ran over the toes of the nurse holding the foot section allegedly fracturing their toes.